Event description:
It was reported that the setscrew on the implantable cardioverter defibrillator (ICD) was loose. Surgical intervention was performed to go back and tighten the screw, one week after implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 5076 implantable pacing lead (B)(6) 2003. (B)(4).